Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer's blood glucose was displayed as "low" - 43 mg/dl. Customer required assistance and paramedics were called and transported them to the emergency room. Customer addressed their bg with consuming carbohydrates. Customer was released with issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.